Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0twje, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0t65d, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 12-dec-2017, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 15-sep-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 25-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders it was reported that the leads eroded through the skin/exposed. No factors that may have led to or contributed to the issue were reported. It was stated that a lead revision had been planned and scheduled for (B)(6) 2019. The patient was admitted to hospital. Additional information was received reporting that the extension connector was exposed, so the surgeon disconnected the extension from the lead and cut the extension to remove the exposed portion. The customer discarded the product and would replace it with the same model at a later date. The extension connection was said to be exposed through scalp laceration. After the extension was removed there was an antibiotic wash and antibiotic powder applied to the open area. The patient would received IV antibiotics and have a new extension implanted in the future. For now, the left brain lead was disconnected and capped with a boot. The right brain lead was on at original settings. The issue wasn't resolved at the time of the report.